Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has received the mcs instrument involved with this complaint and completed investigations. Failure analysis investigations could not replicate the customer reported complaint that a spark came out the side of mcs tip cover accessory. The mcs instrument was placed on an in-house system and was able to deliver energy with no issues. The instrument was found to have a frayed grip cable at the distal idler pulley with frayed cable strands sticking out at the wrist. Other cables at the instrument's wrist were not damaged. A visual inspection found the instrument's tube extension with scratch marks/abrasions on the surface and did not puncture through the tube extension. The known common cause of this failure is due to mishandling/misuse. The instrument's banana plug was found to be bent to the side at the back-end. The known common cause of this failure is due to mishandling/misuse. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the initial reporter claimed that electrical energy arced through the side of the mcs tip cover accessory. As a result, the patient allegedly sustained an unspecified bowel injury that was repaired by another physician. However, at this time, the root causes of the customer reported failure mode and intra-operative complication are unknown.

Event description:
It was initially reported that during a da vinci-assisted total benign hysterectomy procedure, a spark allegedly came out of the side of the monopolar curved scissors (mcs) tip cover accessory that was installed on the distal end of a mcs instrument. As a result, the patient reportedly sustained an unspecified bowel injury that was repaired by another physician. No other clinical information was provided.